Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia at the cement to implant interface. Cement manufacturer unknown. The surgeon then took his attention to the femur. The femur was stable and had no signs of instability. The surgeon then proceeded to prepare the tibia with revision implants. Moving forward, the team prepared the tibia for a fully porous 37 sleeve with a 30 mm cemented stem. The surgeon was aware of the +2-2. The attention was then brought to the polyethylene insert where we used the thickest psrp insert to restore the joint line. The patient was put through an rom and was stable in flexion and extension. Doi: unk dor: (B)(6) 2018 unk knee.